Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that after an initial shoulder prosthesis surgery 2020 the patient now experienced pain since several months. *** update dw 25-apr-2024: further information were provided that no specific device malfunction was identified. The patient suffers from paint and numbness in the side of the upper arm. The patient further provided the information that the initial surgery was performed in münster but did not provide the name of the hospital where she was treated. She further reported that the she feels the pain since half a year and did not experience any issues before.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.